Event description:
A patient had a renal biopsy. The doctor went to inject floseal into the biopsy area and was unable to inject it from the biopsy needle. Post scan did show a small amount of floseal in the biopsy area. The pharmacy was notified.